Manufacturer narrative:
Coloplast has not been provided nay corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, patient was implanted with aris mesh. Later the patient experienced urinary tract infections, pain, dyspareunia, dysuria, scarring, and incomplete voiding. A lysis of tight band and a removal of the mesh was performed.